Event description:
It was reported the system workstation rui handle had come off of cover. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The handle was replaced during the service call. The system was tested and found to be working as intended and put back into service.